Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck to the magnet inside the housing. There were no signs of potential fragments. Additionally, the instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument's jaws. The jaws would not open when attempted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No report of patient involvement or no known impact or patient consequence was reported.